Event description:
Additional information received from the healthcare provider (hcp) reported that the cause of the event was determined to be device related. Reprogramming was needed on (B)(6) 2015. The patient recovered without permanent impairment and was doing very well.

Event description:
It was reported that patient stated that her battery was dead. Patient no longer felt vibration and unable to communicate with neurostimulator (ins). Further troubleshooting indicated communication, and ability to increase amplitude, but patient was still not feeling stimulation. The patient experienced a loss of therapeutic effect. The patient stated had not voided since a day prior to this call at 4pm. Patient indicated has never changed programs. The patient was an in-patient at a nursing home. Additional information received 2 days later indicated that patient was getting 50 %or greater symptom reduction. The cause of event was not determined. It was noted that patient needed reprogramming and was scheduled to come in on (B)(6) 2015. It was noted that the loss of therapeutic effect and loss of stimulation was marked as gradual. Patient outcome was reported as not recovered symptoms/issue ongoing. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va03rpz, implanted: (B)(6) 2013, product type lead; product ID neu_pt m_prog, serial # unknown, product type programmer, patient. (B)(4).